Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A physician reported to a company representative complaints of flap quality and consistency during flap creation procedures.

Manufacturer narrative:
The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).